Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the battery lights will not come on.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the battery was not holding a charge. However, the battery lights were functioning properly, scrolling as intended, so the original complaint issue was not confirmed.

Event description:
Dealer states the battery lights will not come on.